Manufacturer narrative:
This event was previously reported to the FDA on a summary report. Due to new information being received, it is now being submitted on a 3500a. Post market vigilance (pmv) led an evaluation of one device. The instrument was received with one fully formed clip jammed in the center of the clip channel preventing the clips from advancing into the jaws. Pmv was unable to remove the clip without damaging the instrument for functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the observed condition may occur when the user positions the instrument vertically and fires in air. This causes the fired clip to slip into the clip cartridge, preventing clips from loading properly. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a cardiovascular anterior fusion procedure. The first firing was successful without problems. But the second was not loaded and it was not possible to fire. Stopped using the device and opened another. There was no patient harm. The status of the patient is no problem.